Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf allege elevated metal ions after the first revision. No sticker sheets for the left hip second revision provided. Unknown liner, unknown head, and unknown stem were reported to the impacted product due to the ppf allegation after the first revision. The first revision was captured under (B)(4). Doi: (B)(6) 2005, dor: none reported (left hip).